Event description:
The patient reported: he had jaw discomfort with u13 for over a week while adjusting to the aligners for over a week while adjusting to the aligners. Clinical provided the patient with jaw discomfort tips, advised them to try eating softer foods and avoid chewing gum, drink extra water and take over-the-counter medication for pain management. The patient was also advised to finish to step# 13 aligners for 14-days and was asked to send updated photos upper step#14. The patient later reported that the issue had improved.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.